Event description:
Customer reports coughing up yellow phlegm. Md seen for lung infection. Received antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The available information does not reasonably suggest that the [device] has malfunctioned because there is no evidence of a malfunction. Specifically, <device passed all functional inspections, performed as designed. >.